Event description:
Redness at injection site, nodules at injection site, tenderness at injection site, warm to the touch at injection site. Report received from a physician on 28-jul-2006 regarding a female patient with no known allergies and no history of autoimmune disease, who received injections of hylaform plus to the nasolabial folds in 2006. The patient presented to the office seventeen days later with redness, nodules, tenderness, and warmth to the touch all at the injection site. The physician prescribed a medrol dose pak and naproxen. No further information was provided. The physician did not provide her assessment of causality.

Manufacturer narrative:
Qa investigation results: production and quality control documentation for lot # x0513 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted.